Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive, which allegedly resulted in both over and under delivery of insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, the keypad was intact and all keypad buttons were responsive to user input. The complaint of under responsive keypad buttons was unable to be duplicated. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump cover was removed to find evidence of internal moisture on the keypad connector and on the printed circuit board. Unrelated to the original complaint, the display screen had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.